Event description:
The user alleges that they had a tracheostomy tube crack and partially break where the shaft meets the flange after in use for approximately two weeks. There was no patient compromise.